Manufacturer narrative:
One 25ga biblade vit cutter was returned in an unknown sterilization pouch. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle is bent, and the port window is in the opened position. The cutter looks used. There is debris and dried solutions visible all over the outer needle shaft, and there¿s fluid in the lines. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected; no damage was found. A functional test was performed using a stellaris elite system. The cutter did not cut. The inner needle not reaching the cutting edge. The DHR review cannot be completed as the lot number is unknown. It was reported that there was no patient impact, or injury. The investigation is ongoing.

Event description:
The user facility reported that during surgery the cutter was not cutting. The surgeon was able to open another pack to successfully complete the surgery.

Manufacturer narrative:
Product evaluation confirmed the failure mode. A functional test was performed using a stellaris elite system. The cutter did not cut. The inner needle not reaching the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance due to binding between the inner and outer needle shafts. Due to the returned condition and evidence of use, the root cause of the bent needle cannot be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.